Event description:
Upon interrogation, the lead was not sensing. The lead was replaced to resolve the issue.

Manufacturer narrative:
The field report of no sensing was not confirmed. As received, a complete lead was returned in one piece. The inner coil was found severely overtorqued which caused conductor shorting inside the connector region consistent with damage caused at the time of attempted implant. Electrical testing did not find any indication of conductor fractures. No anomalies found on the lead with the exception of damage consistent with that occurring at the time of attempted implant.